Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that server application debug. A technical support specialist, restarted bd ad sync service and rebooted the server to resolve the issue. The system functioned as intended after the technical support specialist the device. Reached tsc for the affected device (asset information), serial number in MDR was empty and will update when information becomes available.

Event description:
It was reported by the customer that the pyxis medstation es system all users are unable to access any stations. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.